Event description:
It was reported that the customer had a low blood glucose event, at 22 mg/dl., which caused seizures in the customer. It was reported that the customer then reverted to manual injections. The customer was not hospitalized. The customer declined troubleshooting with the helpline. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.